Manufacturer narrative:
This report is being submitted for additional information received regarding device evaluation. A device evaluation revealed, the connecting tube was wrinkled and damaged. Rainbow stain was noted on the charge coupled device (ccd) unit. The device exhibited knob play and reduced angulation. Key top exchange was recommended as part of preventive maintenance. Light guide tube was wrinkled. Electrical connector was corroded. The investigation is ongoing . A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material was added in running water that was used in reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use: "operation manual includes the detection way in chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures in chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
It was further reported, the issue "suction function of the videoscope not working" was noticed after a nasal (diagnostic) procedure. The procedure was completed with the same device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Following fields are updated: b3, b5, h10. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the suction function of the evis exera ii gastrointestinal videoscope was not working. The device was returned and an inspection revealed, the nozzle and air/water channel was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation. Angulation malfunction was noted. The insertion tube was deformed. The resin area of the universal cord was detached. The charge coupled device (ccd) unit was damaged and image problem was detected. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.